Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 05, 2021 that a flexiva 200 tractip laser fiber was used in a right ureteral lithotripsy procedure performed on (B)(6) 2021. During the procedure, the laser fiber snapped outside of the surgical field and caused a hole to be burnt in the drape and stirrup. The laser was placed on standby. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.